Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on date (B)(6), the device was placed on patient on 14:50 for infusion, then y site was found leak while infusion with normal saline via female luer hub connector. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking hub was confirmed but the exact cause remains unknown. One 20 ga x 0.75 in w/ysite safestep infusion set was returned for investigation. Adhesive tape and evidence of use was present on the device. The sample was flushed with water using a 12 ml syringe and no leaks were observed. The distal clamp was activated in order to pressurize the device and bead of water was observed to form at the blue valve at the y-site. The leak was non-continuous. The product IFU states, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on date jan 10, the device was placed on patient on 14:50 for infusion, then y site was found leak while infusion with normal saline via female luer hub connector. No other information was provided.